Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection. An explant procedure was performed and the patient's cardiac resynchronization therapy defibrillator (crt-d) and endocardial transvenous leads were extracted. This product had been previously capped and still remains implanted. There was no report of adverse patient effects due to the explant procedure.